Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm; model#: sc-4316, lot#: 15285191, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing headache when the stimulation was on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing headache when the stimulation was on. The patient will undergo an explant procedure.